Manufacturer narrative:
Corrected information provided in h.10. Data associated with g.4. On the initial MDR should be corrected to 06/29/2020. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 10 months following an intraocular lens iol) implant procedure, glistenings were noted on the iol and posterior capsule opacification was also noted. The patient manifests loss of sharpness. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information provided in h.3 and h.10. Multiple photos were captured of a blue-light filtering multifocal iol directly illuminated with a thin optic section. What appears to be multiple diffuse microvacuoles are observable within the body of the iol. In some pictures, small pigment deposits and small-unidentified surface markings are also visible. The photos were discussed with the surgeon by a company representative. There is one other complaint in this lot. The root cause for the reported issues could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the retinal exam was noted as clear.